Event description:
Hosp runs its urine drug screen on an abott axsym. The instrument was down and hosp ran on dimensions. Amphetamines were postitive of axsym and negative on dimensions. Hosp sent urine out for gas chromatography; it was negative. Problem is how many false positive amphetamines have been reported out.